Event description:
It was reported that during a laparoscopic hysterectomy procedure, advanced hemostasis mode did not work when trying to seal a vessel in a bloody field. Another like device was used to complete the procedure. Had to use alternative method to stop bleed. .

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with tissue pad detached but with evidence that the tissue pad was present for some of the case. The device was tested with a generator and all buttons were functional. The device activated and cut the test media as expected. There were no anomalies or alert screens noted with the functionality of the device. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. It could not be determined why advanced hemostasis mode did not work when trying to seal a vessel in a bloody field. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.